Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 200 mg/dl to below 300 mg/dl, and the meter bg reading was "low" (specific value was not provided). As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 34 mg/dl. Customer consumed carbohydrates to address bg level and went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released 12 hours later with the issue resolved and no permanent damage. Additionally, the pump time was incorrect, cause was unknown. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.